Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that logs were recording the incorrect year. The ventilator service required was not duplicated but was observed on the devices error log. This may be caused by a program execution error. The device's main board was replaced to address the issue. The unit was confirmed to be working properly after replacement.